Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was returned with the keypad peeling on the right side of the "up" button. The "up/down" keypad buttons are intermittently responding to user inputs during testing. The "ok/contrast" keypad buttons are responsive since it clicks and springs back normally during testing. The keypad was removed for further investigation. During a visual inspection, the "contrast" key contact click and spring back normally, and the "up/down/ok" key contacts becomes inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The lay-user/patient alleged that the button on the keypad does not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.